Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a diabetes educator that the customer was hospitalized due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer also had a low that caused a fall, and they were kicked out of a rehab facility until they got their blood glucose under control. The customer was not available at the time of the call. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. No further information was provided. The insulin pump will not be returned for analysis.